Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the customer was advised to keep the pump and the compatible mobile device within 20 feet of each other without obstacles. The customer was also advised to delete the mobile device pairing from the pump and delete the pump pairing from the mobile device's bluetooth settings and follow the pairing process to pair the pump and mobile device, but the pairing failed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs, it looks like the device was connected to an unstable network and was unable to connect to our servers. Hence the ""com.medtronic.minimed.data.carelink.exception.carelinkunknownhostexception: network failure, cannot reach server"" error was seen. To assist with the resolution of the issue, we provided helpline team with the following steps. I would recommend these general steps to help resolve the issue. Connect to a network with good wifi connection as we do see network failures. Remove the pump from the bluetooth settings. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data settings -> more connectivity options -> reset wi-fi, mobile networks, and bluetooth -> reset settings -> pin/fingerprint -> ok. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Reset network settings, there are two ways to do it: - settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings - settings â¿¿ system â¿¿ reset options â¿¿ reset bluetooth and wifi â¿¿ on the dialog tap ""reset"". The issue was confirmed by analysis of the logs that were collected for the time of the event. We have not received a response confirming whether the recommended steps resolved the issue. As a result, we will be closing the ticket. If the issue persists, please let us know, and we will be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.